Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after the initial implant surgery. The device was not returned for evaluation at this time. The root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. A manufacturing deficiency was not identified. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm valve was explanted due to severe paravalvular leak (pvl) the same day of the surgery. As reported, the patient had a cardiac failure the same day after the procedure and the echo showed pvl with severe regurgitation. Indication for surgery was avr due to severe calcified native valve with mild regurgitation. There were no intraoperative complications during the implant of this elite valve. Another valve was implanted in replacement. The outcome was noted as resolved. The patient was discharged on pod+18.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted.

Event description:
Edwards received additional information through follow up with the healthcare provider. Edwards received notification that a 25mm pericardial aortic valve was explanted due to severe paravalvular leak (pvl) seven (7) days after the implant. Indication for the implant of this valve was avr due to severe calcified native valve with mild regurgitation. There were no intraoperative complications during the implant of this valve. The patient had a cardiac failure after the procedure. An echo performed one week after the implant showed severe insufficiency of the bioprosthesis with a pvl with two main jets but without dehiscence. As per follow-up with the surgeon, the root cause for the pvl was patient´s annulus morphology. Another valve size 27mm was implanted in replacement successfully (echo on pod+7 showed well-functioning valve without any pvl). The outcome was noted as resolved. The patient was discharged on pod+18.